Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to the device no longer worked due to a fluid leak. The old cuff and pump were removed, the balloon was left on right side. A new aus system was implanted. The patient is healing.